Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Pins were not connected during tigerpaw system ii device use. The second tigerpaw system ii device was successfully used to complete procedure. No known pt effect. No blood lost referred to this event. No any additional medical intervention.